Event description:
It was reported the device powered off on its own. A medwatch 3500a was subsequently received reporting the patient was being paced for complete heart block. The pacer "failed (stopped)." The patient was asystole without the device. The batteries were changed, and the device switched out. There was reported to be no harm to the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. It was observed that the device would not power up correctly, which differs from the reported event, and the main pc (printed circuit) board was found to be out of specification. Subsequent evaluation of the main pc board could not reproduce the reported behavior. Both side bail covers and the top ring cover were found to be broken.

Manufacturer narrative:
Evaluation summary: (B)(4)analysis found the device would not power up. The cause was the main pcb (printed circuit board). Both side bail covers and the top ring cover were broken.